Event description:
During the ptcd procedure, the tip of the wire guide was caught at the bevel of the puncture needle and separated. As a result, the tip was left in the left intrahepatic bile duct. The physician stated the pt suffered no adverse reactions.